Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the subject meter was reading inaccurately on (B)(6) 2019, when he obtained alleged inaccurate blood glucose results of ¿340 and 254 mg/dl¿. The patient indicated that these results were high compared to his feelings/normal results, but a later reading of ¿80 mg/dl¿ was not seen as high. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages his diabetes with metformin oral medication taken morning and evening, diet and/or exercise. He reported that after receiving the ¿high¿ results, he took metformin 1000mg and shortly afterwards developed symptoms of ¿shakiness and sweating¿. He stated that he ¿ate a sandwich and drank juice¿ to bring his sugar levels back up. He denied using any other device to test his blood glucose levels. During troubleshooting, the cca confirmed that the meter was set to the correct unit of measure and the test strips were within expiry date and had been stored correctly. The patient did not have control solution to test the meter and test strips and education on its use was provided by the cca. Replacement products, including control solution, were sent to the patient wo was advised to contact lfs again when the products arrived to walk through a control solution test. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after obtaining high readings on the meter and administering metformin oral medication.